Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the plunger clamp in the reported problem area of the pipette assembly was failing due to dried serum in the tip assembly. The plunger clamp, lld contact spring, tip clamp, and the compression spring were replaced. The instrument was tested without further problem and returned to service.